Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The right hand touch screen monitor was found to be defective and was replaced. The system was aligned and tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's right hand monitor had no image. There was no adverse patient involvement reported. There was no patient information reported.